Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating a motor stall over several days, repeatedly prompted restarts, then after a manual restart would not allow a supply change and subsequently powered off and appeared to perform an unintended factory reset, requiring new setup, while the patient maintained stable blood glucose using backup therapy. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and uninterrupted glycemic management via backup therapy. Investigation included customer-guided troubleshooting, device restart attempts, review of device behavior, and coordination for device replacement and return for evaluation. Investigation of this device revealed a suspected device malfunction consistent with a motor stall and unexpected reinitialization behavior, suggesting a possible fault within the pump mechanism or control electronics.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.